Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a breast augmentation with mentor memorygel breast implants 225cc and experienced bilateral rupture. As a result, the patient underwent removal and replacement with saline mentor smooth round moderate plus profile 325cc breast implants, catalog number 3502325 on (B)(6) 2019. This report is for the second of two devices.